Event description:
It was stated that the customer had an error alarm during the manual prime process. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with a loose drive support disk.